Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that there was poor communication and no telemetry to their implantable neurostimulator (ins) with both the recharger and programmer. They last successfully charged the ins about 2 weeks ago. There were no falls or trauma reported. No symptoms were reported. The patient was re-directed to their healthcare professional (hcp) to assess the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.